Event description:
It was reported that the patient experienced recurring incontinence. As the device was working well and cycling properly, the patient underwent a cystoscopy procedure to investigate the coaptation of the cuff around the urethra. There was a small opening in the urethra indicating urethral atrophy. The artificial urinary sphincter was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence. As the device was working well and cycling properly, the patient underwent a cystoscopy procedure to investigate the coaptation of the cuff around the urethra. There was a small opening in the urethra indicating urethral atrophy. The artificial urinary sphincter was removed and replaced. No further patient complications were reported.